Manufacturer narrative:
To update and correct information obtained regarding the follow-up investigation of the event. The original report event description listed the updated information as being received 6 nov 2018. The additional information was actually obtained 6 dec 2018.

Event description:
It was reported that the patient initially had a procedure on (B)(6) 2017. It was also reported that there were two screws which had broken post operatively which caused a delay in the bone consolidation. A second surgery was performed. The part number of the screws were ar-13380-xx however the exact size (xx) was not provided at time of report. The screws were reported to have been discarded. The type of procedure initially performed on 14 nov 2017 and the date of the second surgery were not provided at time of initial report. Additional information has been requested. Update 06-dec-18: per arthrex france the part number that were removed are ar-13380-40 & ar-13380-44. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient initially had a procedure on (B)(6) 2017. It was also reported that there were two screws broke post operatively which caused a delay in the bone consolidation. A second surgery was performed. The part number of the screws were ar-13380-xx however the exact size (xx) was not provided at time of report. The screws were reported to have been discarded. The type of procedure initially performed on (B)(6) 2017 and the date of the second surgery were not provided at time of initial report. Additional information has been requested. Update smer 06-nov-18: per arthrex (B)(4) the part number that were removed are ar-13380-40 & ar-13380-44.